Event description:
The patient reported that he was on low-dose antibiotics that he takes each day due to recurring infections in the past. The patient discussed an infection that occurred in (B)(6) 2010 that made him very sick. The patient believed hehad brain damage from the infection. The patient was in the parking lot and hit a car, then drove into a pole because he said he ¿lost his common sense¿ due to the infection. The patient stated that he then got the proper antibiotics and began to feel better. The patient also reported that he went into head-on traffic on a six lane highway due to the infection causing him ¿to lose his brainsand common sense.¿ additional information was requested but was not available at the time of this report. See also manufacturer¿s report # 3004209178-2013-07986.

Event description:
Follow-up with the patient¿s healthcare provider indicated that the patient frequently got urinary tract infections. The patient self-catheterized himself ¿along with obviously having the device¿. The following day, it was reported that the reason the patient was getting the frequent utis was in regards to the retention as far as the patient self-catheterizing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3093-28, lot# v054682, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3093-28, lot# v017147, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was frightened when they lost their common sense. It was noted that it hurt the patient to get up and it hurt to sit down.